Event description:
It was reported that the patient fell onto a "toy" and as a result, damaged/fractured the right ventricular lead. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer in segments, analyzed and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic depression, and the lead was stretched.